Manufacturer narrative:
Additional information provided in sections d.9. H.3. H.6. And h.10. The returned sample was visually inspected and was found to be conforming. A functional mass flow test was then performed and the sample was found to be nonconforming. The sample was then soaked to see if the occlusion would free. The sample was retested for mass flow and was still found to be nonconforming. A wire was then passed through the cannula to see if the occlusion could be freed. The occlusion was now visible in the soft tip but could not be freed. The soft tip cannula was sent to the particle lab. The occlusion was removed and particle analysis (ftir) found the foreign material to best match polyether urethane. The ftir results plus visual characteristics suggests the foreign material is damaged soft tip material. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos sent by the customer were reviewed by the manufacturing site. Photos show a cannula and a tyvek label. The reported issue of the canula does not irrigate or aspirate could not be confirmed. The evaluation of the opened soft tip sample confirms the cannula was obstructed as reported by the customer. How and when the cannula became obstructed cannot be determined from this evaluation and a root cause cannot be determined for the complaint. A manufacturing related issue cannot be ruled out related to the process of placing the soft tip into the cannula of the soft tip cannula assembly. An investigation has been initiated in order to further investigate the obstructed cannula issue. All assemblies are 100% inspected and air flow tested by trained operators. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of the canula does not irrigate or aspirate; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos provided by the customer were reviewed by the manufacturing site. Photos show a cannula and a tyvek label. The reported issue of the canula does not irrigate or aspirate could not be confirmed. Because a sample was not received and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that ophthalmic cannula does not irrigate or aspirate and could not be used in surgery. The procedure details, involved eye and patient identifier are not available. There was no report of any patient harm. Additional information has been requested but none received.